Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer (fse) was dispatched and determined that the cup transfer was misaligned. The fse aligned the device. The instrument was verified as operational. There was no further action required by fse. The probable cause of the event was a misaligned cup transfer.

Event description:
On (B)(6) 2015, the customer reported error code 4163: x-axis cup transfer z-axis home overrun, on their a1a-2000. The issue had been serviced but continued occurring for several weeks. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone (pth) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.